Manufacturer narrative:
This report is submitted on 07 may 2020. (B)(4).

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2020 due to incorrect placement of the electrode array. The patient was re-implanted with a new device during the same surgery.